Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test and no unexpected motor error alarms were noted during testing. The pump had a missing end cap sticker, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported a motor error alarm from the insulin pump. The customer was unable to troubleshoot. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.